Manufacturer narrative:
Analysis of the returned device revealed that the delivery wire proximal contact was kinked and the delivery wire proximal section was broken and kinked. In addition the main coil was stretched and the suture was broken/melted. No other anomalies were observed. While the manufacturing records did not reveal that the device failed to meet specifications, the damage to the main coil suture is indicative of a manufacturing issue likely contributing to the observed main coil damages. The delivery wire kinks and break probably occurred during handling of the device during the clinical procedure as this was not initially reported and is probably unrelated to the main coil damages. Based on the information currently available an assignable cause of handling damage was assigned to the delivery wire break.

Event description:
Analysis of the returned subject coil revealed that the delivery wire was broken. There was no reported clinical consequences to the patient.